Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report.the manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the green tip of the catheter was sharp, bleeding occurred during insertion. No lubricant used.the patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The visual examination of the returned product - one bladder catheter, (B)(4), size 14 - showed signs of contamination. The catheter tip showed a thermal damage of the tip, which confirmed the reported issue. Our investigation confirmed the complaint issue reported by the customer. The root cause was found to be packaging related. Corrective measures have been implemented; employees were informed and trained on the complaint issue. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the green tip of the catheter was sharp, bleeding occurred during insertion. No lubricant used. The patient's condition was reported as fine.